Event description:
It was reported that during a supply change the patient experienced hyperglycemia, with blood glucose rising from 220 mg/dl to a peak of 308 mg/dl and remaining elevated for approximately 2 hours despite no alarms for prolonged severe hyperglycemia, and system checks showed no external leak or wet insertion site; the agent guided disconnection, tubing fill verification, and a site change, after which glucose began to decrease. Symptoms included hyperglycemia without reported acute complications. Outcomes included no medical intervention, no backup therapy, and no ketone testing. Investigation included remote troubleshooting, assessment of infusion set integrity, verification of proper tubing priming, and guided site replacement. Investigation of this case revealed that external factors such as dawn phenomenon and breakfast could have contributed and that an infusion site or cannula performance issue could not be ruled out despite no bent cannula or visible leak. It was concluded, based on previously established findings for similar reports, that the cause was unclear.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.